Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, all channels tested positive for staphylococcus coagulase negative ( 1 cfu / endoscope). The result of the additional microbiological testing by a third party laboratory satisfied the french guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the suction channel and the instrument channel of the subject device tested positive for enterobacter cloacae ( 40 cfu /endoscope ), pseudomonas aeruginosa ( 25 cfu /endoscope ). The subject device had been reprocessed with getinge, a non-olympus automated endoscope reprocessor model, using peracetic acid. There was no report of infection associated with this report.